Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported hole/perforation in the reservoir was confirmed through analysis as the reservoir had a tear in the reservoir adapter. Technical analysis: returned product consisted of an ams 700 reservoir. The ams 700 reservoir was leak tested, visually inspected and microscopically examined. The kink resistant tubing (krt) was identified to be cut and damaged by a tool/instrument proximal to the adapter strain relief. The remaining krt was examined and identified to be damaged exposing the filament. The reservoir failed the leak test due to the multiple tears identified. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the physician requested a revision of this inflatable penile prosthesis (ipp) due to the device failing as a result of an empty reservoir. The ipp was explanted with no clinical consequences to the patient.

Event description:
It was reported that the physician requested a revision of this inflatable penile prosthesis (ipp) due to the device failing as a result of an empty reservoir. The ipp was explanted with no clinical consequences to the patient.

Manufacturer narrative:
Age at time of event: (B)(6).

Event description:
It was reported that the physician requested a revision of this inflatable penile prosthesis (ipp) due to the device failing as a result of an empty reservoir. The ipp remains implanted and active.